Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were hospitalized due to low blood glucose. The customer was hospitalized for about a month and was not allowed to use the pump. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer will call back. Customer was also calling about a system feature inquiry. The insulin pump will not be returned for analysis.